Event description:
It was reported that an ilet pump became nonfunctional after charging, with a solid charging indicator and lack of response despite attempts with multiple power outlets, and a replacement unit was provided while advising that the replacement would not be water resistant and to maintain backup therapy. Symptoms included no alerts or alarms from the device. Outcomes included the user being instructed to sync data to the mobile application, shut down the device, and return the original unit using the provided shipping label. Investigation included remote troubleshooting and assessment of power and user charging steps. Investigation reveals a device malfunction consistent with an unresponsive user interface or power/control failure of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction with undetermined specific component failure.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."